Event description:
It was reported that the patient was not able to adjust stimulation. The programmer displayed ¿call your doctor¿ icon. It was noted to have a power on reset (por) condition. It was reported that the patient recharged the stimulator the day before reporting the event and that was when the patient programmer showed por. It was noted that the patient was able to clear por after troubleshooting and stimulator was currently on as of (B)(6) 2013. The it was noted that troubleshooting resolved the reported issue and the patient was free to make adjustments.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).